Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found errors in the software update history and multiple errors occurred during the final functional test. As a result the link electronic module (lem) circuit board was replaced and software was reloaded. (B)(4).

Event description:
It was reported that the programmer had a very slow start up even after more reboots. It was not possible to use the repair disk. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.